Event description:
It was reported the lead impedance had increased to 1600 ohms and the lead was oversensing. A fracture was suspected. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead in segments returned and analyzed. Other: it was reported the lead impedance had increased to 1600 ohms and the lead was oversensing. A fracture was suspected. The lead was explanted and replaced. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: lead conductor, component/subassembly failure. Device was out of specification in a manner that relates to event, impedance, high, lead(s), fracture of, oversensing.